Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) reached a battery status of elective replacement indicator (eri). The patient underwent an explant procedure, during which, the high voltage terminal pins were unable to be loosened from the header. The physician was unable to loosen the setscrews. The procedure was abandoned. It was reported that a boston scientific representative was not present for the initial attempted explant. The patient was then seen again and another explant procedure was attempted. Upon reopening the pocket, a hematoma was noted. The physician was able to successfully remove all leads from the header without difficulty. The leads were tested with a new device with good resulting numbers. There were no additional adverse patient effects reported. The device has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Microscopic visual inspection of the set screws noted no irregularities. All seal plugs were intact and all setscrews moved freely and operated normally. A lead was inserted into each lead barrel and each setscrew tightened on the lead pin without difficulty. The clinical observations were not able to be confirmed through laboratory testing.

Event description:
--

Manufacturer narrative:
The device is currently undergoing analysis. Should additional information become available, this report will be updated.